Manufacturer narrative:
Steris has contacted the user facility requesting additional information regarding the reported event. To date, we have not received additional information. The device history record for the subject lot was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. The bite block maxi, latex free strap is provided by a third-party supplier who has been made aware of the reported issue.

Event description:
The user facility reported that during a patient procedure a piece of their bite block maxi, latex free strap detached and had to be removed from the patient using a scope. No report of injury.